Event description:
It was observed that during the device evaluation, the subject device exhibited the following reportable malfunctions: the image was abnormal, the light guide was broken and the lighting guide bundle at the distal end and back end were broken. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to a failure in the universal cord sheath the image was abnormal, and for the rest of the newly malfunctions identified mentioned above, the cause was traced to component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.